Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received blood glucose readings at different times of 69 and 47mg/dl on the contour, retested on another contour and the readings were 288 and 129mg/dl, respectively. Customer had no symptoms. He adjusted his insulin based on the 288mg/dl reading and had no ill effects from doing so. The differences between the readings fall in the "c" or "d" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The strips were not expected to be returned for evaluation. New meter was sent to the customer.